Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. An absorb scaffold was deployed without reported issue. The 3.75x12mm nc trek balloon dilatation catheter (bdc) was unpackaged with resistance noted during removal of the protective sheath; however, the bdc was prepped with no issue or leak noted during preparation. The bdc was advanced to the target lesion for post-dilatation of the deployed scaffold. The bdc was inflated to 13 atmospheres; however, the bdc balloon completely failed to deflate. Negative was pulled multiple times and the bdc was able to eventually deflate; however, blood entered the balloon lumen. The procedure was completed with no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(6). . On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The reported deflation difficulty and difficulty removing the protective sheath could not be tested due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty, leak, or difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.